Event description:
The customer alleges back to back readings of 277 and 88 mg/dl. She ate and then later a flight attendant provided her orange juice which she drank and felt better. No report of adverse event. Valid controls were not run. Return requested and replacement was sent.